Event description:
It was reported that patient underwent revision hip procedure on (B)(6), 2010. During the procedure, the tibial bearing set package was opened and found to contain only the 26mm polyethylene bearing when it should have contained the 26mm and 28mm polyethylene bearings. The surgery was completed, but more augments were used as a result.

Manufacturer narrative:
This set was part of a two-unit lot. The other unit was within biomet's control and was confirmed to be conforming; therefore, this unit did not release from manufacturing in the condition reported. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(6), 2011.